Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-09. H6: investigation summary bd received 3 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, 3 customer samples were evaluated by visual examination and 2 out of 3 samples indicated failure mode for hub/collar separation with the incident lot was observed. 1 out of 3 samples indicated defective locking mechanism. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation, defective locking mechanism through a corrective and preventive action (CAPA)1277214.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 48 times. The following information was provided by the initial reporter: the customer stated "when opening the needle shield, it found that the safety unit separated from hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 48 times. The following information was provided by the initial reporter: the customer stated, "when opening the needle shield, it found that the safety unit separated from hub."